Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: none. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. As no samples have been received and no units are available in b. Braun surgical we have only reviewed the batch manufacturing record and this product had a normal process and the results during the process fulfill the OEM requirements. Needle attachment results before releasing the product into the market were 1.43 kgf in average and 1.28 kgf in minimum fulfilling usp requirements: 0.68 kgf in average and 0.34 kgf in minimum. Without any closed samples an analysis cannot be performed to determine if the product fulfills the OEM requirements. Taking into account that no other customer complaints have been received concerning this issue for this code batch we consider that the needle detachment in the units involved is an isolated defect and the batch is correct. The complaint is considered not confirmed by lack of evidence of the product failure. Final conclusion: complaint is not justified. Without any closed samples a study can not be performed to see if the affected product does not fulfill the OEM requirements. Note is taken of this incident and if any samples are received in the future, the case will be re-opened and analyzed. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country o f complaint: USA it was reported that the needle wasn't attached to the suture when opened.